Event description:
It was reported that during an unknown procedure, there were tissue effect issues with the device. There was no blood loss. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.